Event description:
It was reported that when the patient woke up right after the lead replacement procedure (MFR number 3006630150-2022-02265), the patient experienced discomfort, pain and swelling on the left leg. The physician attributed this to nerve irritation from the lead placement and the physician believed that this was device or procedure related. The patient was kept in the emergency room for two nights and was prescribed with pain medication. The patient was on stable condition.

Event description:
It was reported that when the patient woke up right after the lead replacement procedure (MFR number 3006630150-2022-02265), the patient experienced discomfort, pain and swelling on the left leg. The physician attributed this to nerve irritation from the lead placement and the physician believed that this was device or procedure related. The patient was kept in the emergency room for two nights and was prescribed with pain medication. The patient was on stable condition. Additional information was received that the patient experienced cardiac and urinary issues right after the lead revision procedure.